Event description:
It was reported that while using a reliance press fit stem in primary. Opened the box and the first layer and looked fine. When circulating nurse went onto sterile field in inner package it was noted that there was about 5-6 inches which were not heat sealed. Did not cause delay, used another stem.

Manufacturer narrative:
An event relating to a packaging issue involving a reliance pf hip #6/16mm was reported. The event was confirmed. No adverse consequences to the patient were reported. -device evaluation and results: the shrink wrap, outer box, inner and outer blisters and tyveks and device were returned. There was a mark running along the outer box which would be consistent with impaction or rough handling. The outer tyvek has been peeled back. The inner blister had pulled away from the inner tyvek, this was consistent with an impaction or rough handling. There was evidence of complete seals around the inner and outer blisters indicating that the tyveks were assembled and sealed correctly with the blisters during the manufacturing process. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the investigation concluded that the damaged inner blister seal was not manufacturing related. The cause of the seal damage in this case likely has its origins in handling damage, the product in this case was a loaner device that had been in the field for three years. A review of the blister package also confirmed that there was a full seal on both the inner and outer blister at the time of manufacture. It was determined that the product was packed in accordance with the manufacturing/assembly procedure and that the issue was not generated through the packaging manufacturing process.

Event description:
It was reported that while using a reliance press fit stem in primary. Opened the box and the first layer and looked fine. When circulating nurse went onto sterile field in inner package it was noted that there was about 5-6 inches which were not heat sealed. Did not cause delay, used another stem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.